Event description:
During initiation of the autopulse nxt platform (sn (B)(6), it was noticed that the platform wouldn't retract properly to the 53-year-old 70 kg female patient. After sizing to the patient, the nxt band came in about 2 inches and started doing compressions about 8 inches off the patient's chest. The platform was paused, the band was fully extended, and the nxt band was able to correctly resize the patient to start compressions. No device malfunction was reported with the nxt band. During a cardiac arrest, the autopulse nxt platform began to smoke from the band connection. The customer reported the platform became too hot to touch. The smoke was noticed about 3-4 minutes into compressions, and the patient had just rearrested. The platform did not stop compressions, and it was hard to tell if it was smoke or something else. Per the customer, they were pulling into the hospital, so the crew kept the platform compressing. The smoke was faint but had the odor of something being very hot and plastic was very strong. Compressions were continued for about 3 minutes before the crew turned the patient over to the hospital. The crew did not switch to manual CPR. No adverse effects. No safety issue was reported.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. No safety issue was reported. The reported complaint that the autopulse nxt platform (sn (B)(6) began to smoke from the band connection and emitted a plastic odor was confirmed during functional testing. The spring pin on the left side of the winch drive pulley had dislodged from its proper position. This dislodged spring pin slightly chipped the top enclosure screw boss, likely causing the presence of white powder or dust (not smoke) and a burnt plastic odor observed by the customer. The complaint that the platform was too hot to touch was not confirmed during archive review or functional testing. According to the archive, the recorded initial surface temp was 23.71 °c, and the final surface temperature was recorded as 28.09 °c on the event date. No significant discrepancies were found in the archive file around the event date. The autopulse nxt platform passed the preliminary functional test without faults or errors. Upon opening the bottom enclosure, it was noticed that the spring pin on the left side of the winch drive pulley had dislodged from its proper position. This dislodged spring pin slightly chipped the top enclosure screw boss, likely causing the presence of white powder or dust (not smoke) and a burnt plastic odor, confirming the reported complaint. Upon cleaning the powder dust, the left spring pin was reseated to its proper position to remedy the complaint. The chipped top cover screw boss does not affect the platform's functionality so the top enclosure will not be replaced. The reported complaint that the platform was hot to touch was not reproduced. The platform was tested using the mztf (medium zoll test fixture) until the battery was completely discharged, with no faults or errors detected. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).